Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received a result of "lo". The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab could not confirm the low result complaint. They received 5 test strips and attempted to test 3 of them. One strip read e3. The other 2 strips did not prompt the iqa reference meter to countdown.